Event description:
It was reported that a greenlight procedure was performed on an (B)(6) year old male patient, with significant lower urinary tract symptoms (luts); an estimate of 309kj of use, 35 minutes of operating time and 120-w hps. Post-operatively, the patient produced about 1.5ll of clear urine with good drainage. Patient developed suprapubic pain post-op not relieved with analgesia. After bladder scan and attempted manual evacuation, urinary catheter (idc) removed and attempted with guidewire; false passage identified and idc was reinserted with a guide wire. Continuous bladder irrigation (cbi) was performed; 2l bladder washout. He was then discharged (B)(6) 2014, and catheter to be removed post-op. Seven weeks post procedure, (B)(6) 2014, the patient's "suprapubic pain persisted with development of bilateral groin / hip pain; was bed bound for 2 days prior to emergency presentation. Suprapubic pain was also present with similar description at post pvp with urinary frequency and incontinence". "Treated with antibiotics for six weeks after discharge". Reportedly, the pvp procedure was completed with another gl fiber. No further information was reported.